Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown baclofen 500 mcg/ml for a total dose of 75.09 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2018 the patient presented to the emergency department for drainage from the pump insertion site/ surgical site. It was noted the baclofen site was slightly erythematous with clear drainage from site. Medical or non-surgical therapy included the area was over sewn with neurosurgery on (B)(6) 2018. On (B)(6) 2018 laboratory test was done and beta-2-transferrin test for cerebrospinal fluid (csf) was negative. Examination on (B)(6) 2018 showed no signs of obvious abscess or cellulitis around the area. There were no other signs of infection such as meningitis, encephalitis, pneumonia, cystitis, or gastroenteritis. On (B)(6) 2018, laboratory testing was done where basic labs were performed and reviewed in generally reassuring, no leukocytosis, no lactic acidosis to suggest systemic infection. It was noted on (B)(6) 2018 the patient left with prescription cephalexin. On (B)(6) 2018 the patient was administered (discharge medication) an antibiotic (keflex 500 mg) and was to take 1 capsule by mouth 4 times daily for seven days. A phone call was received in inform us the patient has been experiencing headaches/dizziness/lightheadedness. On (B)(6) 2018, the patient had an office visit at neurosurgery to check spasticity and wound. On (B)(6) 2018, a sample of the drainage/liquid was analyzed, but not specific to spinal fluid. There was no more drainage from the back incision, but there was some swelling along the incision, more superior. The clinical diagnosis was wound drainage. It was noted to be related to surgery/anesthesia. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that on (B)(6) 2018 during suture removal, the area was cleaned with chloroprep. The knot was cut and the suture was removed. The area was clean and dry and no leaking was seen. There was no erythema. On 2018-aug-10 rehab indicated "1-2 drops of fluid 1-2 times per week." On (B)(6) 2018 the rehab clinic indicated no signs of leaking from the incision. The event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that as of (B)(6) 2018, the pump was infusing baclofen at 250.03mcg/day. It was specified that the baclofen was gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the headaches/dizziness/lightheadedness resolved after having coffee and relaxing. No further complications were reported.